Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) one month post implant. The lead was noted to have dislodged. An invasive procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.